Event description:
It was reported that a dental assistant developed a tingling sensation in the throat and an itching sensation on the tongue and ears after five impressions were taking using aquasil ultra and genie during a demonstration. Benadryl was administered and the assistant reported that the symptoms resolved later in the evening.

Manufacturer narrative:
While it is unknown if the aquasil ultra used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. A sample of retained material was placed on a tester's ringer and allowed to set; no reaction was noted. Also, a DHR review was conducted with no abnormalities noted. No further testing was performed due to the fact that levels of sensitivity vary from individual-to-individual.